Event description:
It was reported that the customer was experiencing keypad issues. The customer also received the battery out limit alarm and stated that the insulin pump shut down. The customer's blood glucose was 89 mg/dl. The customer stated that insulin pump became was exposed to water on the screen. The customer attempted to dry out the insulin pump but still received the battery out limit alarm. Troubleshooting was done. The customer stated that the insulin pump alarmed after a battery change. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with all buttons responding properly. Unit power up properly after battery installation. Unit received with operating currents within spec. No battery out limit alarms noted. Unit received with corrosion damage on lcd board. Unit received with broken battery tube threads and belt clip slot. Unit received with debris under display window. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window and reservoir tube lip. Unit received with minor scratches on display window. Unit received with missing end cap sticker.